Event description:
It was reported that the user experienced a severe low blood glucose event during the night, with similar late-night lows occurring frequently, and the cause of the hypoglycemia was unclear. Symptoms included hypoglycemia. Outcomes included a serious adverse event. Investigation included case assessment and information gathering. Investigation of this case revealed no device malfunction reported and no specific component issue identified, with the event characterized as user experiencing hypoglycemia of unclear etiology. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.